Manufacturer narrative:
During the repair of the handpiece, a broken glue bond was identified and repaired in the x/y axis. There were no complaints from the customer about this handpiece, and no reports of any adverse events related to this device.

Event description:
As part of the investigation related to another complaint and MDR, all ellacor handpieces in the field were inspected to ensure there were no potential issues with other handpieces. This handpiece was flagged as requiring service and the handpiece was returned to cytrellis for repair.